Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced frequent dexcom g7 connectivity interruptions with the ilet system, requiring multiple reconnections in a single day while the pump was in a pocket and the sensor was placed on the upper arm. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose and no need for medical care. Investigation included customer education on data relay behavior for follower apps, discussion that follower data requires the user¿s phone to be present, and guidance to monitor and replace the dexcom sensor if disconnections persist. Investigation of this case revealed that the responsible device for signal loss could not be identified, and the pattern was consistent with intermittent cgm-to-receiver communication issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a device-specific failure.